Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited non-capture in this pacer-dependent patient. In a lead revision procedure at one day post-implant, the passive-fixation lead was explanted and replaced with an active-fixation lead. No adverse patient effects were reported.